Event description:
It was reported that during an unknown procedure the surgeon has a harhpgr that is not connecting properly to the harmonic devices. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. D4 batch #: x7007u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone separated and the mount was noted to be loose. No functional testing could be performed due to the loose mount and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion can be made as to how the moisture entered the handpiece mid housing. It is possible that the condition of the loose mount contributed to the assembly issue when trying to attach the instrument to the handpiece. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.